Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Occupation: attorney.

Event description:
Litigation papers allege following the surgery, patient experienced pain and extreme weakness in his hip and quadriceps. Update (B)(6) 2013 - the complaint has been updated because the patient's right hip was revised on (B)(6) 2013 to address pain, infection, significant metallosis, and cysts. Update ad 25 jun 2018 the receipt of ppf and sticker sheets. In addition to what was previously alleged. Ppf alleges elevated metal ions. Doi: (B)(6) 2010; dor: (B)(6) 2014; (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.